Manufacturer narrative:
Device evaluation summary : visual inspection shows evidence of a void in the top cap bond. The unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was not able to be performed, with the void in the top cap bond the o2 was venting through the gap and not through the fibers providing for poor gas transfer performance. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5. It was reported that there was a gas exchange problem during use of the fusion oxygenator. Patient temperature was measured at 36 degrees, bladder and thermal cycler temperatures were 34 degrees. Blood gas analysis showed ph 7.21, co2 46.7, pao2 76.9, saturation 91%, and hematocrit 32. Sechrist was set to 2.5 liters / 70%, then adjusted to 4.5 liters / 100%, resulting in co2 55 and pao2 330. After 5 minutes, cao2 was 62 and pao2 400. Sechrist was then set to 10 liters / 100%. The device was used to complete the procedure. No patient complications have been reported as a result of this event. H.4.mfg date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a gas exchange problem during use of the fusion oxygenator. Patient temperature was measured at 36 degrees, bladder and thermal cycler temperatures were 34 degrees. Blood gas analysis showed ph 7.21, co2 46.7, pao2 76.9, saturation 91%, and hematocrit 32. Sechrist was set to 2.5 liters / 70%, then adjusted to 4.5 liters / 100%, resulting in co2 55 and pao2 330. After 5 minutes, cao2 was 62 and pao2 400. Sechrist was then set to 10 liters / 100%. The use of the device was unspecified. No patient complications have been reported as a result of this event.